Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the lcd touchscreen having a two toned gray image with no menu's or visible user interface was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device's lcd touchscreen had a two tone gray image with no menu's or visible user interface. In this condition the user or caregiver would be unable to see alarm conditions, thereby unaware of condition(s) that are potentially hazardous to the patient. There was no patient involvement associated with the reported event.